Event description:
It was originally reported that the pt was not able to adjust her stimulation. The bandages had not been removed from her device site, which was implanted one week prior. She could not feel the ipg via palpitation and she was very tired. It was later reported that the pt had her device reprogrammed and she still had problems with it. Surgical intervention was planned to address the situation. Further info is being requested from the hcp.